Event description:
It was reported that intermittently the 9900 system c-arm reboots. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, rebuilt nodes and reloaded the configuration data. The system was tested and found to be working as intended and place back into service.